Manufacturer narrative:
The unit was received with a detached retainer ring and a missing reservoir tube o-ring. The unit had a minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the plastic guard and o-rings were missing. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.